Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer's blood glucose level was over 400 mg/dl at the time of the incident. Customer treated high blood glucose with a manual injection. The customer also reported communication issues between the insulin pump and the sensor. The insulin pump will not be returned for analysis.